Manufacturer narrative:
Universal modular electric / battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was seized. The event reported by the customer, "the device does not work. It was tested with two different batteries" was confirmed because the device was not functional due to the seized motor. As repair, the motor was replaced with the potted wired controller, the battery support and the front face. After final testings, the device was returned to the customer.

Event description:
It was reported that the universal modular electric / battery double trigger handpiece, serial number (B)(4) did not work. It was tested with two different batteries. The surgery delay was 0-15 minutes due to the time needed to change the device. The patient was under anesthesia. It was reported that an injury or hazard occured but after attempt it will not be possible to have additional information and the nature of injury or hazard is unknown.